Event description:
Adverse event: red eyes, possible eye infection. A pt reports his eyes are red constantly following lasik surgery and he 'may have possible infection'. Info was reported via email and attempts to contact the pt have been unsuccessful. The specific laser used is unk.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).